Event description:
Gastric stimulator implanted (B)(6) 2009. Presented in outpatient clinic (B)(6) 2012, with nausea symptoms returning to the level prior to device implantation. The pt had also described abdominal pain for several months. (She had pain over the device site in 2010 that resolved after the location was moved). Kub x-ray on (B)(6) 2012, revealed the stimulator leads and device intact. Egd done (B)(6) 2012, the trumpet anchor penetrated through the mucosal surface on the greater curvature anteriorly at the junction of the gastric body and antrum. The pt had surgery on (B)(6) 2012, which removed the old leads and placed two new leads. She has recovered uneventfully. Reason for use: gastroparesis.